Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias and conduction system defects which may or may not require a permanent pacemaker implantation are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. Sick sinus syndrome (sss), also called sinus node dysfunction (snd), is an umbrella term for a group of abnormal heart rhythms (arrhythmias) presumably caused by a malfunction of the sinus node, the heart's primary pacemaker. Bradycardia-tachycardia syndrome is a variant of sick sinus syndrome in which slow arrhythmias and fast arrhythmias alternate. It is often associated with ischemic heart disease and valvular lesions. Sick sinus syndrome is more common in elderly adults, where the cause is often a non-specific, scar-like degeneration of the cardiac conduction system. Coronary artery disease, high blood pressure, and aortic and mitral valve diseases may be associated with sick sinus syndrome, although this association may only be incidental. Acquired snd may occur after damage to the sn artery during cardiac surgery or may be due to occlusion, such as after myocardial infarction. Another surgical cause of snd includes sn tissue damage during cannulation of the superior vena cava for cardiopulmonary bypass or extracorporeal membrane oxygenation. Ischemic cardiac arrest may also cause snd. The natural history of snd may be highly variable, although it tends to be progressive. The only effective treatment for patients with chronic symptomatic snd is pacemaker therapy. Slow heart rates or bradycardia have many potential causes including disturbances in automaticity and conduction, medications including general anesthesia, electrolyte imbalances, advanced age, and cardiac diseases. If this cannot be managed with medication, permanent pacemaker implantation may be necessary. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate sustained ventricular tachycardia was induced by the r-on-t phenomenon due to premature ventricular contraction caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the edwards japanese affiliate, [background] takayasu's arteritis (ta) is a rare inflammatory disease that often causes aortic regurgitation (ar). However, severe arterial degeneration sometimes complicates surgical intervention. [Case summary] a 62-year-old woman with ta developed refractory heart failure due to severe noncalcified ar. This case was discussed by our team. Although severe ar is considered the primary cause of heart failure, surgery for ar is challenging because of severe calcification of the aorta and the high risk of complications (sts score for mortality, 11.6%). Therefore, we proceeded with emergency transfemoral transcatheter aortic valve replacement (tavr). Preoperative computed tomography revealed an aortic annular area of 514 mm2 without any calcification; no stenosis or calcification was observed in the left ventricular outflow tract. Transfemoral tavr with a 29mm sapien 3 ultra resillia (s3ur) valve was performed with the patient under general anesthesia with intubation. Valve deployment was performed in a slightly lower position with single full inflation under respiratory arrest and rapid pacing to ensure accurate positioning. After deployment, aortography and transesophageal echocardiography confirmed the disappearance of ar, and there was no paravalvular leakage. After waiting for 30 minutes, no displacement of the prosthetic valve was observed, and the procedure was concluded. After the procedure, ar disappeared, and dobutamine administration, respiratory support, and continuous hemodiafiltration were no longer needed. Four days after the procedure, sustained ventricular tachycardia was induced by the r-on-t phenomenon due to premature ventricular contraction. A dual-chamber implantable cardioverter-defibrillator was implanted for the secondary prevention of fatal arrhythmia. After hemodynamic stabilization, pulmonary congestion on the radiograph disappeared and dyspnea subsided. Gradually, lvef improved, lower limb blood pressure measurements indicated the absence of hypotension, and then antihypertensive medication was resumed. Three weeks after the procedure, her condition improved, and she was discharged ambulatory. One month later, the t-wave changes on the electrocardiogram improved. Transthoracic echocardiography confirmed that the ar remained at 0 and lvef improved to 61%.